Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support there was a low pump flow coinciding with a continuous suction issue. Upon further examination, it was discovered that there was a thrombus in the inlet of the pump. The pump was replaced with another impella cp pump for ongoing support.

Manufacturer narrative:
The investigation for the reported low pump flow and thrombus has been completed. The impella device was not received from the customer. However, clinical details were sufficient to determine the root cause. The root cause of the low pump flow was most likely patient due to biomaterial ingestion. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿